Event description:
Error code 1124: cbit battery failed was found in drpta. When unit is turned on, check vent battery failed alarm appears on screen. The unit will not power on if it is not plugged in. Investigation is ongoing.

Manufacturer narrative:
H10: philips received a complaint from a customer reporting the v60 ventilator displays a check vent battery failed alarm when it is powered on. The device was not in clinical use. There was no report of harm. A philips service engineer evaluated the issue and confirmed error code 1124 (battery failed) in the diagnostic event log. Also noted, the device would no power on unless it was plugged into ac power. The service engineer reported the failed component was older than 5 years of age. The philips respironics v60 ventilator user manual provides a schedule of preventive maintenance to the customer. Per table 9-2 the backup battery should be replaced every 5 years. The battery replacement is based on the date of manufacture recorded on the battery label. The battery age is also viewable in the diagnostic mode on the system information screen. This issue was due to user error. The customer was provided a price quote for battery replacement and onsite service. The customer allowed the service quote to expire, declining part replacement. The investigation concludes that no further action is required at this time. If additional information is received the complaint file will be reopened.